Event description:
The customer returned the device stating, ¿the latch malfunctioned¿; during device evaluation it was found the latch lock flex sensor malfunctioned. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: the customer reported issue of ¿the latch malfunctioned¿ was confirmed. During the latch lock test, the pump did not register if the handle was latched or not. The probable cause was latch lock flex sensor malfunction. Replaced the latch lock and latch lock flex sensor. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.